Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 2 sensors failed for high readings 1 remaining sensor passed per spec. With accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer had a bent cannula. Customer's blood glucose level at the time 252mg/dl. Troubleshooting occured. No additional information was provided.